Manufacturer narrative:
Date received by manufacturer, corrected data: initial report inadvertently listed wrong date, shouldve been 06/02/2021.

Event description:
Additional information received noting that the patient had x-rays taken and the patient reports that they are unable to feel stimulation. No known trauma or manipulation. Ap chest x-rays were received and reviewed. Generator placement was observed to be normal with the feedthrough wires intact. The lead pin does not appear to be fully inserted as the end of the pin cannot be seen past the second connector block. Additionally, there is a portion of the pin seen prior to the first connector block that is not seen when the pin is fully inserted and the notches on the pin that are usually directly between the two connector blocks appears to be very close to the first block. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief bend and loop were both present per labeling. The tie-downs being present and placed per labelling could not be assessed due to the quality of the images provided. There was a portion of the lead that appeared to be routed behind the generator. The lead wires are intact at the connector pins. The visible portions of the lead were assessed for fracture, discontinuities, and sharp angles; however, none were noted. Based on the x-rays received, the cause of the high impedance is incomplete pin insertion; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Implant card received noting that the patient underwent a full revision due to battery depletion and a lead fracture. Additional information received noting that the patient underwent surgery on (B)(6) 2025 and upon inspecting the header of the original battery, the lead pin appeared to be securely fashioned. A new generator was implanted and high impedance was still observed despite troubleshooting. The lead was then replaced and the high impedance resolved. The suspect device was discarded.

Event description:
While the patient's device was being disabled to undergo a MRI scan, it was found that the patient had high lead impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.